Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a system would not focus with the footswitch and the illumination lamp went out during the procedure. The microscope was exchanged to complete the procedure. The patient needed a vitrectomy due to loss of dilation while exchanging the scope. Additional information has been requested.

Manufacturer narrative:
The system was examined. The company representative did not indicate if the reported event was replicated. However the system was returned for evaluation, where no problems were found. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 10, 2015. Based on qa assessment, the product met specifications at the time of release. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this system. The system was determined to have been functioning as intended. Therefore, no root cause could be determined conclusively. (B)(4).

Event description:
A customer reported that a system would not focus with the footswitch and the illumination lamp went out during the procedure. The microscope was exchanged to complete the procedure. The patient needed a vitrectomy due to loss of dilation while exchanging the scope. Additional information has been requested.